Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the green button was pressed and when attempting to staple with the device, the stapler popped and failed to fire, wherein the handle broke off and was unable to be squeezed. Another device was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.